Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1249.7 mcg/day via an implanted pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient reported they were refilled three weeks ago with a 5% increase in their basal rate. One week after refill, the patient felt overdose symptoms and the pump was subsequently turned down by 2.5%. On (B)(6) 2016 and lasting through the weekend the patient returned to baseline spasticity and had itching and hallucinations. The change in therapy/symptoms was sudden. The patient had overdose to underdose accompanied by itching, hallucinations, and a return of spasticity. The reporter was to follow up with the healthcare provider (hcp). The patient's managing doctor was out of town so another physician started the diagnostic process on (B)(6) 2016 and ordered an x-ray to check the catheter location. The results of the x-ray were unknown at the time of this report. The refill was three weeks ago; however the symptoms started one week after. (B)(4) typically refilled the patient's pump. According to patient, the volume discrepancy at their refills was around 2mls. This had been increasing over time but still within range. The last volume discrepancy was 19.5ml expected, 21.8ml actual. The reporter believed a dye study and/or catheter replacement may be scheduled soon. They were waiting for the patient's managing md to return to determine exact next steps.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a healthcare professional. A rotor check and side port injection in the operating room (or) was performed on (B)(6) 2016. The catheter was replaced on (B)(6) 2016. In regard to cause, the catheter replacement relieved the patient's symptoms of baclofen withdrawal. At a refill on (B)(6) 2016 the actual residual volume (arv) was 9 ml and the expected residual volume (erv) was 5.3 ml. The pump was used to infuse 2,000 mcg/ml at 1,305 mcg/day on (B)(6) 2016. At a refill on (B)(6) 2016 the arv was 9 ml and the erv was 6.4 ml. The pump was used to infuse 1,062 mcg/day on (B)(6) 2016. On (B)(6) 2016 the pump was used to infuse 984 mcg/day. On (B)(6) 2016 the pump was used to infuse 886 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.